Event description:
The customer reported being hospitalized due to low blood glucose while she was not on the insulin pump. The customer wanted to know how to get the basal rated started. Attempted to contact the customer to get more information regarding how long she had been off the device with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.